Event description:
It was reported that a total articular surface provisional was discovered to be fractured during reassembly in sterile processing. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A visual inspection of the returned item found it to exhibits signs of repeated use (nicked or gouged) and is fractured on medial side of post. All pieces have been returned. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.